Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to post-paced t-wave oversensing. Two auto mode switch episodes were also observed due to electro-magnetic interference. Further testing and programming changes were recommended. The patient was asymptomatic and was doing well.

Event description:
Additional information received indicated that programming changes were made and no further post-paced t-wave oversensing episodes were observed.